Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately one month after the implant of a cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. It was also noted there was pocket erosion and pus drainage from the pocket. Additionally, the transesophageal echocardiogram (tee) noted vegetations on the leads. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.